Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead fractured due to fatigue. An insulation abrasion was found at 9.9 cm to 11.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that the lead exhibited high impedance, high threshold and noise. The lead was explanted and replaced. The patients condition was good.